Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level read "high" on the meter. Elevated blood glucose was addressed by manual insulin therapy and customer reverted to an alternative method of insulin therapy.